Event description:
The registered nurse (rn) called in to baxter product surveillance to report her frustration with the new software for the home choice (hc) machines in which you cannot bypass the initial drain option. The rn stated that the new software is "built for adults and does not take into consideration the pediatric population." Upon follow-up on the initial report the rn reported that the client had scrotal edema since the day he was admitted ((B)(6) 2012). The scrotal edema is still ongoing, however it is considered mild, the client has a curled catheter with a blue stripe. When asked to elaborate, the rn stated that she had a seventeen month old male, who has scrotal edema and she feels that the software upgrade is the reason that the client is experiencing the issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer is not returning the device for evaluation, however, the serial number was provided, therefore an internal investigation has been initiated. If additional information or the device becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported issue of a patient that developed scrotal edema was confirmed based on information provided by the healthcare provider; however, the device was not returned for evaluation, therefore, no assignable cause could be determined. The healthcare provider provided additional information regarding the incident stating the clinic does not prescribe a last fill on a case by case basis they do a last fill as a standing order, therefore, even a patient who may be at risk for a leak or hernia will still have a last fill (patient with multiple abdominal surgeries for example). Per the clinic rn, the clinic is prescribing a last fill for all patients to prevent initial drain (I drain) problems or drain pain. They prescribe this proactively and not as a measure to manage a patient who is having either extended drain time or drain pain. The clinic typically uses a 60ml -200ml (60ml average) fill for this practice. Her practice began prescribing a last fill for all their patients based on 1-2 patient episodes where dry day (no last fill) patients had extended drain time for I-drain. The rn stated that the last fill volume has been successful but they have discontinued it when a patient experiences a leak or hernia. Review of the device history review and service history review revealed no failure or malfunction that could have caused or contributed to the reported difficulty. If additional information becomes available, a follow up report will be submitted.